Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons of insulin pump was sticking or just not responding which had led to issues with auto bolus function. Customer's blood glucose value was unknown. Customer stated that the past few weeks insulin pump had started cracking and components of it are peeling off. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. The connector was inspected and locked on lcd board. Device passed displacement test and self test.